Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump would indicate that the battery was empty but the battery was full. They had tried using several batteries but the issue was not resolved. The customer¿s blood glucose level was unknown. No further details were provided. Troubleshooting was not performed. The device will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest and displacement test. The power management tool confirmed low battery alarms and an abnormal loaded voltage at the power management graph. Detailed trace confirms that the root cause is the non-sleep anomaly software error. Unit received with minor scratches on case and minor scratches on lcd window.